Event description:
It was reported that the patient was experiencing high and low blood glucose. Customer stated the patient's blood glucose continued to rise even after completing set change. Customer stated they were able to correct the high blood glucose by another set change. Customer reported that the patient experienced low blood glucose. Customer reported that the insulin pump was alarming lost sensor and sensor error. Troubleshooting was done. Patient's blood glucose was 34 mg/dl. Customer treated the patient with 5 tablespoons of (B)(4) syrup. Customer stated the lost sensor alarm prevented the threshold suspend on the insulin pump from triggering while patient was asleep. The customer was advised that the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.